Manufacturer narrative:
Medical device lot #: the exact lot number involved in this incident. The customer provided the following three (3) possible lot numbers lot 5175951, device expiration date: 11/30/2016, device manufacture date: 06/24/2015. Lot 5251711, device expiration date: 01/31/2017, device manufacture date: 09/08/2015. Lot 5272683, device expiration date: 02/28/2017, device manufacture date: 09/29/2015. Device evaluation: result - a sample is not available for evaluation. A review of the device history record revealed no related quality notifications on lots 5175951, 5251711, and 5272683. All process and final inspections comply with specification requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that stopper of the suspect device came off in the centrifuge and the tech was splashed in the face. She was seen in the emergency department for the blood exposure and had labs drawn for baseline testing.